Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a missing contact spring in the battery compartment. Without the battery spring the device cannot power on with batteries. A metal shunt was installed and the unit was able to power on with the returned batteries, however, the device powered off before measurements could be taken. The flex cable was confirmed to have a crack between the top and bottom modules. An x-ray image revealed that the crack extends to the copper traces in the flex cable which affects the detector. Due to the crack in the flex cable, if the device gets a measurement, the siq of the signal is low and it was often grayed out to indicate low siq. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): zip/postal code exceeded maximum allowable digits, the zip/postal code is as follows: (B)(4).

Event description:
It was reported that the unit was intermittently unable to obtain values. The spo2 value was lower than other devices. Also, the unit powers off by itself during measurement. No known impact or consequence to patient.